Event description:
No new information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third- party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 30 cfu. Bacterial identification: lysinibacillus xylanilyticus. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 1 cfu. Bacterial identification: kocuria sp. Sampling date: (B)(6) 2025. Sampling from: operator aspiration channel. Cfu: 9 cfu. Bacterial identification: kocuria sp. Sampling date: (B)(6) 2025. Sampling from: air water channel. Cfu: 5 cfu. Bacterial identification: micrococcus luteus/lylae, kocuria sp, and moraxella sp. Sampling date: (B)(6) 2025. Sampling from: water jet canal. Cfu: <1 cfu. Bacterial identification: unknown microbial. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 15 cfu. Bacterial identification: unknown microbial. Based on the results of the investigation, it is likely that the contamination was due to failure to follow instructions; however, a definitive root cause could not be identified. Growth of microorganisms were found throughout the culture testing by the user after reprocessing. The following is included in the device IFU: after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." "In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy." "The medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals for all ancillary equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive on (B)(6) 2025 for >80 colony forming units (cfus) of unspecified contamination, on (B)(6) 2025 for >80 colony forming units (cfus) of klebsiella pneumoniae, and on (B)(6) 2025 for >80 colony forming units (cfus) of klebsiella pneumoniae and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Update: h6, h11. This report is being supplemented to provide additional information based on the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: presence of corrosion found in the cylinder.

Event description:
No new information from the customer.